Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the final tightening the tip off the driver stripped off and was removed easily. Other instrument was used to complete the procedure. There was two (2) minutes surgical delay. The procedure was successfully completed with no further issues. There was no patient consequences reported. This report is for one (1) uniplate anterior cervical plate system cam tightener shaft. This is report 1 of 1 for complaint (B)(4).